Event description:
While physician was using the poppen ronquer to remove a ruptured intervertebral disc, the instrument came apart. Screw noted to be missing. Unable to locate missing screw. The facility submits this report pursuant to the provisions of 21 cfr part 803. This report is based on preliminary information received by facility which facility has not had the opportunity to investigate or verify prior to the reporting date. The facility has not conclusively determined the cause of this event. This report shall not be construed as an admission by this facility that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurreddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.